Event description:
Advocate stated at 11:00am her mother was unconscious. The daughter tested the patient's blood glucose on the contour and the reading was 54mg/dl. Paramedics were called and they took her to the hospital where, according to the advocate, she was treated with insulin. Further details were not provided. Also, on (B)(6) 2017 at 2:00pm the advocate found her mother unconscious, tested her blood glucose on the contour and the reading was 35mg/dl. The mother was given some icing to eat, which made her feel better, and at 4:00pm her blood glucose was 95mg/dl. The advocate was advised to return the strips for evaluation. A new kit was sent to the customer.